Manufacturer narrative:
Clarification d9 - device was not returned, only device photos received. Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst: unable to observe since it is not related to the device. Additional observations: red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "multiple breast cysts" and "intracapsular rupture" found on ultrasound. Device remains implanted.